Event description:
Boston scientific received information that during a device replacement procedure, interrogation of this left ventricular lead revealed no pacing, sensing or impedance measurements. No stimulation was noted at maximum pacing outputs. Measurements with the pacing system analyzer revealed the same values. A visual inspection revealed insulation damage. The lead could not be removed and was surgically abandoned. A decision was made to not replace this lead. No adverse patient effects were reported.

Manufacturer narrative:
As this lead was surgically abandoned, this clinical allegation cannot be confirmed nor denied. Should additional information become available, this event will be updated.